Event description:
The user was using an unknown invacare walker/rollator which had the rear casters replaced with castors from a local hardware store. While in the bathroom the device pushed back and the user fell sustaining serious injuries and being transported to the hospital.

Manufacturer narrative:
This incident is being reported in an abundance of caution due to the reported serious injury. Based on the identifying information provided this was a supplied device and the respective supplier will be notified of the incident. While the model is unknown invacare manuals routinely state ¿invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products.¿ a return was unable to be requested during the initial contact and the user requested no further contact. The reporter was unwilling to provide pictures of the device they had taken.